Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient moved and lost the cord for the desktop charger. The patient stated her charging equipment was not working to charge the ins before she moved however. The patient stated she met with a rep who told her nothing was wrong with the device. The patient did not use the ins for 3 weeks due to unrelated life circumstances. The patient met with another rep who determined that therapy was off, but when turned on the ins would only charge for 10 minutes before charge complete would be seen. The patient stated her symptoms were back and 'nobody can touch from her hip down on the sides of her legs down." The patient said stim helps from the sides of her legs down and she needs stim for when she stands on her feet and the burning goes down her legs. The patient said it is getting worse and worse; it started probably 5 months ago and kept getting worse, and now her left leg goes to sleep all the time now. The patient was redirected to her healthcare provider (hcp) for symptoms and to discuss the po tential overdischarge. The patient also reported that sometime between (B)(6) and (B)(6) (2019) when she was lying in bed one night, she" heard something snap but it hurt so badly if she lays on that side she is miserable so she has to lay on the other side." Patient was issued a new desktop charger and recharger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 37751, lot#/serial# (B)(6), product type: recharger product ID: 37761, lot#/serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the ins was depleted and the patient needed assistance charging it. The patient moved from arizona over one year ago and the ins had been depleted prior to moving. The patient stated that after implant she was not made aware that if the ins goes empty then she would have to get assistance from manufacturer representative (rep) to charge her device. She states that this is the first time that she has let her battery go empty. She said that moving from arizona to illinois and finding a new doctor has contributed to how long her ins has been depleted. The patient was meeting with rep on (B)(6) 2020. The rep met the patient on (B)(6) 2020 to perform a prm. After the 60-minute clock was up, her ins regained normal charging. The patient was instructed the patient to go home and charge her device fully and then call the rep. The patient called on (B)(6) 2020 and said that she had fully charged and that her patient programmer had a por message. The patient and rep met today on (B)(6) 2020 and rep cleared her por with the 8840. Rep believed the error code on the 8840 showed 0 x 2806. The patient was instructed to continue charging and to call if she needed anything. With respect to the ins not charging for more than 10 minutes, the patient had been told that they turned it off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient stated that they had troubleshooting done before, and a manufacturing representative (rep) came to the pain clinic and told the patient that the device was off. The patient stated that it always shows ¾ full. They mentioned that they use the device for 5-10 minutes, and it will show full, but it cannot be. The patient stated that the device has been ¿off for 2 months but cannot be.¿ they noted that the device will show ¾ full and shut itself off. They added that the device still shows 3/4 full and then full. The patient indicated that the device cannot be full, as their legs are burning. They mentioned that they turned off the system themselves. They added that ¿it¿ stopped working before, and patient services sent them a new one. The patient indicated that they would be calling back for further troubleshooting when they have their external equipment with them. It was noted that the patient tired to clarify the exact issue, but patient¿s services had a difficulty time understanding the patient. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they don¿t know what is leading to the issues. They added that the unit started working for a short time and they quit working again. The patient stated that they are very frustrated with it. They stated that they were told they had to turn the device off. The patient noted that the issue has not been resolved, and now their leg is very sore down their right leg. No further complications were reported or anticipated.